Event description:
It was reported that during a gastrectomy procedure, the tissue pad was damaged and error 5 was displayed. Another device was used to complete the procedure. There were no adverse consequences for the pt. No device will be returning.

Manufacturer narrative:
(B)(4). (B)(4). Info not available, device not returned for analysis.